Event description:
The customer stated that the autopulse platform (sn (B)(6)) did not function successfully during patient use. No further information was provided. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
The customer reported that the autopulse platform (sn (B)(6)) did not function successfully during patient use. Review of the archive data indicates that the autopulse platform was used during active operation on (B)(6) 2025. During startup, the platform displayed user advisory 12 (lifeband not present) multiple times. This advisory could not be replicated during subsequent functional testing, and the autopulse platform functioned as intended. The autopulse platform passed preliminary functional testing and the run-in test using the large resuscitation test fixture (lrtf) with known-good test batteries until discharged. The lifeband clip detect switch inspection procedure verified that the switch lever was parallel to the switch case. Therefore, the root cause of the reported ua12 advisory messages in the archive might be related to the lifeband not being fully inserted and locked upon powering on the platform. No malfunction was detected, and the autopulse platform operated as intended. Following service, the autopulse platform passed all testing criteria.